Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the patient received a vaginal burn (degree unknown) on the interior wall of the vaginia. Per the physician, the patient had an anteverted uterus, so he placed the tenaculum at 6 o'clock. The patient also had a fibroid so the physician had to lift the sheath up to see. As part of follow-up, the burn was described by the doctor as an internal burn only, and required no debridement and the patient is doing well. Additional follow-up states that the patient was voiding without any issue and she was improving. It was also noted in the follow-up that there may have been treatment with pain killers and burn cream.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.